Event description:
On 4/28/00, the pt underwent a "redo left ulnar neurolysis". The nerve was covered with adcon-l gel and then the wound was closed in 2 layers with 3.0 vicryl. Within 24 hrs, the pt developed a left arm cellulitis. There was no lymphadenopathy or lymphangitis. The possibly was an allergic reaction. The pt was treated as an in-patient from 5/2/2000 to 5/5/2000 receiving IV flucloxacillin and hydrocortisone. The pt improved significantly with flucloxacillin and hydrocortisone. Follow-up on 5/15/2000 showed the patient's wound "much improved".